Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported system error 110 was confirmed through review of the event history log, but was unable to be reproduced. Physical inspection determined this condition to be caused by a loose motor gear. The motor gears were replaced.

Event description:
It was reported a spectrum infusion pump was alarming error 110 occur during therapy in the med surg unit. It was also reported there was no patient injury.